Event description:
It was reported that a few days after implant, the right ventricular (rv) lead had high pacing impedance. A connection issue was suspected. A second procedure was needed, the pocket was opened and the rv lead was inserted further into the header of the implantable cardioverter defibrillator (ICD) and the impedance normalized. The lead and device remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: dtba1d4, ICD, (B)(6) 2014; 6725, adaptor, (B)(6) 2014. (B)(4).